Manufacturer narrative:
D4: (B)(6). No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural catheter was not flushing appropriately. There was unknown patient involvement.